Manufacturer narrative:
Initial MDR submission with device evaluation. A device history record review was completed by our quality engineer team for provided material number 305197 and lot number 3320201. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 305197 batch#: 3320201 it was reported by the customer that stated that the needles would bend, split, and snap off during use allowing the drugs to leak out. Verbatim: rcc received a complaint via phone. Pir attached mckesson¿s product safety review team received a product complaint: 03/07/2024: xxxxx customer service specialist at the xxxx (dc 8183) reported to the product safety review team (psrt) that on 03/07/2024 a customer, xxxx, reported five (5) 100-count boxes of 16g needles (upc 08290305197)(lot 3320201), manufactured by xxxx, where the needles were defective. Xxxx stated that the needles would bend, split, and snap off during use allowing the drugs to leak out. One (1) whole box had been thrown away already and xxx still has four (4) boxes. Xxxx instructed xxx to report the event to the manufacturer. Xxxx stated that they were unsure how to report the event to the manufacturer, however they did confirm that the boxes showed no signs of tampering. Xxx stated that the manufacturer would be contacted and asked shanice to keep the product quarantined.